Event description:
Initially, it was reported that the pt had surgery to replace the pulse generator due to end of svc (battery depletion). The explanted generator was returned to MFR for analysis and the device performed according to specifications, and the device was not at end of svc, and elective replacement indicator (eri) flag was set to no. F/u with the treating physician was performed and the reason for the referral of the pt to have the generator replaced was due to an increase in seizure frequency for which the relationship to the pre-vns baseline is unk. It was also reported that the pt's seizure activity improved after the generator was replaced. F/u with the physician regarding the seizure increase revealed that there had been a decrease in phenobarbital medication , however, the physician did not believe there was a relationship between the medication change and the increase in seizure frequency. Diagnostic testing of the device revealed normal function prior to generator replacement, however, the physician does indicate that the increase in seizures was related to the battery nearing its end of life.